Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia at 270 mg/dl after changing the infusion set twice on an ilet system; the user then changed the infusion site only as advised, and the cannula was reportedly not bent. Symptoms included hyperglycemia with associated sleepiness/drowsiness and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.